Event description:
It was reported that the patient, with an implanted artificial urinary sphincter (aus), presented with urinary incontinence. The patient underwent a surgical procedure to have their device explanted, when it was found that there was a hole present in the cuff. A new aus was implanted. No patient complications were reported.

Manufacturer narrative:
Based on the information available, there was no device available for analysis. As such, the reported clinical observations of mechanical issue and hole in the cuff cannot be confirmed. The reported patient symptom of urinary incontinence is a known risk associated with inflatable penile prosthesis procedures and is noted as such in the ams 700 instructions for use.